Manufacturer narrative:
(B)(4). The physician was not able to retrieve the rubber tip of the trerotola thrombectomy device. It was a retained foreign object. The physician does not anticipate any negative outcome related to the retained foreign object. There was no harm to the patient.

Event description:
It is reported that a patient with end stage renal disease treated with dialysis presents to interventional radiology with clotted loop graft in the right forearm. Successful de-clot. Occlusion at venous anastomosis treated with plasma thromboplastin antecedent and 7mm viabahn stentgraft. Rubber tip of the 6fr trerotola thrombectomy device broke off in the soft tissue at the elbow (not vascular). Area covered with stentgraft. Good flow post intervention. It is noted that it was ok to dialyze graft. No follow-up needed, per report. The physician was not able to retrieve the rubber tip of the trerotola thrombectomy device. It was a retained foreign object. The physician does not anticipate any negative outcome related to the retained foreign object. There was no harm to the patient.

Manufacturer narrative:
(B)(4). User facility report number: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the ptd and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported that a patient with end stage renal disease treated with dialysis presents to interventional radiology with clotted loop graft in the right forearm. Successful de-clot. Occlusion at venous anastomosis treated with plasma thromboplastin antecedent and 7mm viabahn stentgraft. Rubber tip of the 6fr trerotola thrombectomy device broke off in the soft tissue at the elbow (not vascular). Area covered with stentgraft. Good flow post intervention. It is noted that it was ok to dialyze graft. No follow-up needed, per report. The physician was not able to retrieve the rubber tip of the trerotola thrombectomy device. It was a retained foreign object. The physician does not anticipate any negative outcome related to the retained foreign object. There was no harm to the patient.